Event description:
The customer stated that he was hospitalized for blood glucose levels above 600 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. Found three no delivery alarms in the history. The customer felt that the cause of his high blood glucose levels was the insulin he was using. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.